Manufacturer narrative:
Date implanted unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ part number: 479.33. Lot number: 4666625. Manufacture date: 10/31/03. Expiration date: 12-1-2012. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues for complaint number com-(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail was explanted due to a non-union. The non-union was confirmed via x-ray. Date of removal was (B)(6) 2015. Two unknown 4.0 mm titanium locking screws were also removed. No parts were broken; all parts that were removed were intact. The original surgery date is unknown. There was no delay in surgery. This is report 1 of 2 for com-(B)(4).